Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: 3.00 x 20mm synergy stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. An attempt was made to deploy the stent at the target lesion; however, during the procedure, the shaft kinked, and the stent dislodged from the delivery system inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 20 synergy drug-eluting stent was advanced for treatment. An attempt was made to deploy the stent at the target lesion; however, during the procedure, the shaft kinked, and the stent dislodged from the delivery system inside the patient. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the device was removed by snaring.

Manufacturer narrative:
Updated the following fields: b1. Adverse event/product problem, b2. Outcomes attrib to adv event, b5. Describe event or problem, and h1. Type of reportable event. E1: initial reporter phone: (B)(6).